Event description:
It has been reported the patient underwent surgical intervention to electively explant the scs system. During the procedure, the physician was unable to remove all components of the lead body from the epidural space. Surgical intervention will be undertaken to address the issue. No patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.